Event description:
The following was reported: biomed reported: "blinking red pump problem patient harm: no. Device logs were received and after review, the issue has been assessed as a mechanical hardware failure (air compressor). Further investigation is required.